Event description:
Customer's husband reported that his wife awoke sweaty, itchy and her eyes were glazed and dilated. Customer's husband, then reports receiving a high blood glucose reading (249 mg/dl) from their freestyle glucose monitor. Customer's husband treated customer with candies, some raisins and crackers. The customer was taken to emergency room and diagnosed with hypoglycemia with 45 mg/dl on their hcp meter. The course of treatment at the hospital is unknown.

Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed during product testing. All results were within the range specification and no errors was observed during control solution testing.